Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed the device's transition tube was disconnected from the flow sensor. The device's transition tube was re-connected to the flow sensor to address the issue.